Event description:
The zenith renu ancillary main body graft was placed without complications. The final angiogram revealed a type iii endoleak between the pre-existing graft and the zenith device. A zenith main body extension and 2 cuffs from another MFR were placed and the leak was resolved.

Manufacturer narrative:
Eval: inaccurate placement and / or incomplete sealing of the zenith renu aaa ancillary graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. An eval of this event found that it may have been caused due to incorrect planning and sizing of the renu device.